Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod data shows that the pod delivered 57 pulses and completed both priming sequences. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying late. No damages or manufacturing defects were observed on the bottom housing or environmental seal. The cause of the reported needle mechanism deploying late could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism deployed 25 minutes after the pod was activated and discarded. The patient's blood glucose levels were noted to be 8.2 mmol/l (147.6 mg/dl).